Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced abdominal pain and a fever of 38.5 c. A computerized tomography (CT scan) detected the presence of air at the peritoneal level and there was an unformed fistula between the gastric wall and the abdominal wall. After surgical consultation, the external bumper was fractionated again and duodopa lcig therapy was temporarily suspended. On (B)(6) 2018, the patient was afebrile.

Event description:
On (B)(6) 2018, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced abdominal pain and a fever of 38.5 c. A computerized tomography (CT scan) detected the presence of air at the peritoneal level and there was an unformed fistula between the gastric wall and the abdominal wall. After surgical consultation, the external bumper was fractionated again and duodopa lcig therapy was temporarily suspended. On (B)(6) 2018, the patient was afebrile. Additional information was received on 02 jul 2018: on an unknown date, duodopa therapy resumed. On (B)(6) 2018, the patient was admitted to the emergency room due to severe abdominal pain and fever. The patient underwent an ultrasound which still showed the presence of air following the pneumoperitoneum. The patient also had inflammation of the right abdominal wall and an alteration of value of white blood cells. The patient continued therapy with duodopa.

Manufacturer narrative:
Reference record: (B)(4). Additional information added to event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.